Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2024-00163. A facility reported a patient who experienced a fall at home. The patient had been using a certas valve (ID (B)(6)) before the fall. The valve malfunctioned and resulted in revision surgery on (B)(6) 2024. It was removed and replaced with the certas valve (ID (B)(6)). On (B)(6) 2024, the patient was discharged. On (B)(6) 2024, the patient went to the emergency room (ER) due to a fluid accumulation under the incision around the valve. The customer described as it had snapped. A revision surgery was performed on the same day, and it was found that the shunt was broken. The valve was removed along with all its broken parts. After replacing the valve, a computed tomography (CT) scan was performed to verify that the new one was in place and operating properly. With no concerns, the patient is now at home and is in stable condition.

Manufacturer narrative:
The certas valve (ID 828814pl) was returned for evaluation. Device history record (DHR) - the product code 82-8814pl with lot 7351438, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, the siphon guard damaged. A cut marks were noted on the housing and on the siphon guard. Root cause analysis - the root cause for the issue reported by the customer, is due to improper handling of the device in view of the cut marks on siphon guard.